Event description:
The patient alleged that the test would not start when blood was applied to the test strips. The patient attempted to troubleshoot with the lfs customer servrice rep and the test would not start. The patient then attempted to test with another vial of strips and the test started. The patient did not report that they went to the hosp, however no further info was provided regarding the event. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info.